Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. Customer¿s blood glucose (bg) level was 673 mg/dl. Customer delivered multiple boluses to address elevated bg; however, bg remained elevated and customer was hospitalized. No further details were provided, as contact declined system check with tandem technical support.